Manufacturer narrative:
Title: robotic-assisted laparoscopic pyeloplasty (ralp), for ureteropelvic junction obstruction (upjo), is an alternative to open pyeloplasty in the pediatric population source: journal of robotic surgery 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study analyzed outcomes of robot-assisted laparoscopic pyeloplasty (ralp) for 100 children with ureteropelvic junction obstruction (upjo) between december 2016 and april 2021. A suture was used for anastomosis. Two postoperative complications : anastomotic stricture and a failed ralp procedure. Both complications needed reoperation.